Manufacturer narrative:
Device received with all buttons responding properly. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 or display anomaly noted. However, device received with corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, faded serial number label and cracked keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm but, not able to rewind the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.